Event description:
A physician reported that during vitrectomy surgery, an ophthalmic forceps did not open and remainder closed. The surgery was completed with alternative product on the same day. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9. H.3. H.6 and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there is no additional complaint associated with it other than the ones from this report. The investigation is concluded based on the sample evaluation outlined below. The returned instrument was received in its inner and outer blister, covered with the tyvek lid foil showing the lot information. The instrument shows no evident signs of surgery residues. The instrument was functionally tested. It was noticed that the forceps was not able to fully open. The visual inspection shows the deformation of the forceps arms in details. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed. Since the situation that lead to the issue can not be reconstructed, a root cause for the customer's reported event could not be determined conclusively. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).